Event description:
It was reported that upon implantation of a new device, impedance measurements were > 4,000 ohms on all/some unipolar pairs. The following was noted: c/3, 2/3 and c/2 = 579 ohms. It was noted that question marks (i.e. "???") Were displayed in place of results for battery longevity. The pt's outcome was not reported. It was previously reported on (B)(6) 2010 that up until approx 6 months ago, the pt had great therapeutic effect, however, the pt was noted as never having effect thereafter. Pain was located around the device location, but an x-ray revealed no issues. Impedance measurements at that time were normal. The pt's device was reprogrammed and exited properly. Following the reprogramming, the data report was accessed and the "end" column displayed all question marks instead of reflecting the changes. The last reset was noted as being (B)(6) 2010, and the pt indicated no other programming had been done for years. Device hours used was 8738, and it was confirmed that the mag switch was off. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).